Event description:
On (B)(6) 2012, it was reported a physician's handheld device was stuck on the screen that indicated "to clear all data in the memory press" that typically comes up after performing a hard reset. Troubleshooting was performed for 20 minutes, but the screen would not progress past that point. It was confirmed that the screen was not locked, the button was being pressed (and not just the screen), and multiple hard resets were performed. The screen would flash as if it had responded to the hard reset, and the "to clear all data" screen would come up each time; however, even when the mail button was pressed (the prompt to cancel the operation), nothing happened. Attempts for product return have been unsuccessful.

Event description:
The handheld device and software flashcard were returned on (B)(6) 2012. Product analysis showed that no software errors were identified during the analysis. During the analysis it was identified that the handheld could not complete a hard reset. The cause for the anomaly is associated with a loose connector on the main board that caused the contacts button to be nonfunctional. Since the button was not functioning, a hard reset could not be completed. Once the connector was reseated, the buttons functioned as expected and a hard reset was performed with no anomalies. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure caused event but did not cause or contribute to a death or serious injury.